Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The needles did not fully present on deployment. Backdown of the needles to their original position was not successful. The pt was taken for surgical removal of the device. Reports from the field indicate that the barrel hub was not locked in position during needle deployment. It was noted by the vascular surgeon that there was probably calcification of the artery at the arteriotomy. The subject device was not returned to the MFR for evaluation. Review of mfg records for the lot number provided revealed no relevant deviations. However, the instructions for use clearly direct that the user confirm that the interlocks are re-engaged and correctly aligned with the interlocking indents in the hub. Failure to lock the hub in place as directed can cause a malalignment between the needles and their intended tracks into the barrel. This in turn can lead to a barrel strike by the needles and failure of the needle to present. The instructions for use further directs that the user terminate deployment and back the needles down into the sheath if significant resistance to needle deployment is met. Continued deployment against the resistance that would be met with a barrel strike would interfere with a successful needle back down. Needle back down is a safety feature of the device allowing for return of the needles to their pre-deployment position. When needle back down is successful, the device can be removed without requiring further intervention.